Event description:
It was reported that the insulin pump suddenly alarmed button error. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. The caller stated that the insulin pump showed low battery and that it had suspending insulin delivery thereafter. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had a button response due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.